Event description:
It was reported that during a laparoscopic colon procedure, the device was inserted through the trocar, articulated and fired. The surgeon tried to open the jaws but they didn't open, he pushed the anvil release button but it didn't move. The surgeon had to withdraw the device with the trocar at once. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with a blue cartridge reload load present. The cartridge was received fully fired. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. Event could not be confirmed as the device was articulated and de-articulated as intended. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Once the device is opened the device can be de-articulated. Batch history review has been completed with no anomalies reported.